Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device didn't fire. Although the surgeon tried eight to ten times, the device didn't open and locked. Device removed from the tissue as locked. Stapler was fired around the tissue and the device removed by cutting. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
The device was received with excessive tissue in the jaws. The tissue was removed and the instrument tested. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. The jaw cycled open and closed as expected. The excessive tissue clamped in the jaw was the cause for the opening and closing issues. It is recommended that tissue be removed from jaw before the clamp arm is used. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.